Event description:
It was reported that the patient's inflatable penile prosthesis pump was no longer inflating or deflating. The issue was diagnosed during a clinical follow-up. The system was replaced. The patient had no further complications. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available a supplemental report will be submitted.